Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the incisions would not close and the infectious disease told the pain management physician that they most likely would never heal due to an immune issue. It was noted that perioperative antibiotics were administered and the patient did not have meningitis. There was redness and an incisional wound opening and the infection was at the device pocket and lumbar region. A culture was obtained at the device pocket and lumbar region. Mrse was the type of organism cultured. Both IV and oral antibiotics were treatments of the infection. The patient outcome was still ongoing, but no drug withdrawal.

Event description:
It was reported the patient¿s incisions never fully closed and they got infected. The type of infection was unknown and it was unknown if cultures were taken. The implantable neurostimulator (ins) and leads were explanted. Antibiotics were given to the patient. The patient had an ¿immune issue and had a punk previously removed due to this issue.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.